Manufacturer narrative:
(B)(4). The patient connected for therapy to a line that was not primed because the patient line clamp remained closed during the prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient made a mistake and connected for peritoneal dialysis therapy to a line that has not primed. The care giver (cg) explained that they forgot to open the patient line clamp during the prime and the patient was already connected for therapy, in initial drain. The cg realized that they forgot to open the clamp and disconnected the patient from the set-up. The technical service representative (tsr) instructed the cg to close clamps and cycle the power. The tsr assisted with ending the therapy and advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.